Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging their onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. The patient reportedly manages his diabetes with an unknown type/dose of self adjusting insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that one day after the issue began; he developed symptoms of "headaches and feeling tired." He reportedly went to the emergency room (ER) on (B)(6) 2013 at an unknown time where his blood glucose was checked an e.r. Meter (unknown type) and a reading of "425mg/dl" was observed. He was treated by an hcp with humalog insulin (20 units). At the time of troubleshooting, the cca noted that the subject device was being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms that required medical intervention from an hcp after the alleged meter issue began.